Event description:
It was reported the patient had symptoms of less than 50 percent therapy relief, weakness in legs, trouble standing or walking, urinary retention, and trouble with bowels. It was noted that there was fears that an inflammatory mass could be involved. The actions required as a result of the event were hospitalization and reprogramming. MRI of the thoracic and lumbar regions was planned. The patient status at the time of the report was noted as alive with no injury. The pump was used to deliver hydromorphone. It was later reported that the patient began to experience weakness in legs about three week prior to (B)(6) 2014. It was noted that the MRI was performed and reflected no inflammatory mass or catheter issue. The patient went to the emergency room on (B)(6) 2014. There was no surgical intervention occurred. There was a four mg/day decrease in basal rate. It was noted that the healthcare provider would continue to lower the dose if possible. The patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was taken into the emergency room on (B)(6) 2014 after fall. After MRI and CT, it "discovered an infection at end of pump that collected." The pump was removed and the patient was in rehab for 10 days. The pump was explanted. The patient recovered without permanent impairment. The patient was receiving effective therapy, the patient was receiving oral therapy. There were follow ups weekly to monthly.